Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with episodes of ventricular tachycardia, which the device was unable to treat. High pacing threshold was seen when tested manually. The lead was capped and replaced on (B)(6) 2018. No additional information was reported.